Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that on (B)(6) 2019, the patient presented in the emergency room with feelings of discomfort after receiving multiple inappropriate shocks. Upon interrogation, episodes of noise were noted on the patient's right ventricular lead. The lead was deactivated. During the explant procedure on (B)(6) 2019, slight externalized conductors were observed after the lead was explanted and replaced. The patient's condition was stable throughout the procedure.